Event description:
The harmonic laparoscopic shears were used during surgery. At one point the white part of the jaws fell off and ended in the patient's abdomen. The part was retrieved easily and successfully. No harm to the patient.